Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device broke. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device broke. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Returned product consisted of the distal portion of the guidezilla guide extension catheter. The proximal end which contains the hub, hypotube and collar was not returned. The shaft and tip were microscopically examined. There was blood outside and inside of the shaft. The shaft was detached/separated at the collar. The polytetrafluoroethylene (ptfe) and shaft material were pulled out of the collar and was attached to the distal shaft. The shaft was flattened from the separation distally for 4.5cm. The tip/markerband were flattened/ovalized. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the device broke. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device broke. No patient complications were reported.